Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was torn at the up arrow button. The up arrow, down arrow and ok button symbols were worn and illegible. Worn symbols should have no effect on the insulin delivery function of the pump. All of the keypad buttons responded appropriately during testing. The keypad was removed and contamination was found under all buttons. Evaluation revealed a cracked battery compartment. A dim, discolored display screen was found during investigation. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen, a cracked battery compartment and contamination under the keypad button key contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.